Manufacturer narrative:
Customer report of calcification and stenosis was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated heavy calcification on leaflets 1 and 2, moderate calcification on leaflet 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. The leaflets were observed to be thickened and swollen at the free margin near the commissures. Calcification and thickened tissue restricted leaflet mobility and led to stenosis. Leaflet 3 had a tear of approximately 3mm x 3.5mm near commissure 1. Thickened tissue was observed at the tear region, and calcification was also observed near the tear. The sewing ring was cut around leaflets 1 and 3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted approximately thirteen (13) years, was explanted due to aortic stenosis and regurgitation secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 27 mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ and discharged from the hospital. The device was returned for evaluation. Serial number and implant date are unknown.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.